Event description:
It was reported that during the procedure, at the moment of passing the point in the posterior labrum, the accupass broke. No patient injuries were reported and it is unknown if there was a delay or a backup device available to complete the procedure. Attempts were made to retrieve further information but no response has been received from the complainant.

Manufacturer narrative:
One 7210424 accupass 45 degree suture shuttle used for treatment, was not returned for evaluation. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use . Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: 1) rolling the monofilament advancement roller wheels back and forth. 2) inadvertent twisting or bending of the product. 3) entanglement with guide wire or other instrument. 4) inadvertent use of excess torque or force. 5) incompatible monofilament size for specific shuttle. 6) inadvertent reuse of a single use device. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to assure that excessive force is not placed on the instrument. Excessive forces can result in failure of the instrument.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note: monofilament advances with rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. Please note: monofilament advances with rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. Product met specifications upon release to distribution.

Manufacturer narrative:
H3,h6: the reported accupass 45° right curve device, intended for use in treatment, was returned for evaluation. The complaints and engineering team evaluated the device and confirmed the complaint as the device was return with the shaft completely free from the handle. There was no damage to the shaft or handle suggesting misuse of the device. There was a noticeable gap between the handle halves on the distal end of the handle above the wheels indicating that it wasn¿t properly ultrasonic welded. The proximal end of the handle, below the wheels, did not have gap and had a strong ultrasonic weld. The handles halves on the distal end above the wheels were separated for examination. The inside of the handle halves showed that the energy directors were not melted and it showed very little signs of any type of ultrasonic weld. The proximal end of the handle below the wheels was not able to be separated indicating that the device was assembled through the ultrasonic welding process. On the distal ends of the handle halves there are different sized flats that mate with a flat on the shaft to align the shaft in the correct orientation in the handle. On each side of the handle halves, the flats appear to show some melting. These flats are not intended to melt during the ultrasonic welding process. This suggests that the shaft or handle may have not been aligned correctly during the ultrasonic welding process. Due to the low risk profile and isolated occurrence of this failure mode, the complaint investigation will be closed at this time and the failure mode will be monitored through post market surveillance reviews. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.